Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no performance issue noted on the implantable pulse generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator was explanted due to a performance issue that was not specified. No patient complications have been reported as a result of this event.